Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she put a new battery inside of her insulin pump and the numbers began to change and the device alarmed battery out limit. The patient's blood glucose at the time of incident was 78 mg/dl. The customer was unable to verified if the battery was out of the insulin pump for longer than the insulin pump allows. The customer also mentioned that during the battery change the insulin pump had a blank display anomaly; the device was not functioning at all. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. No products were returned and a replacement battery cap was shipped to the customer.